Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 474 mg/dl at the time of incident. Customer woke with blood glucose 98 mg/dl and ate some yogurt and lunch it 400 mg/dl then took bolus through insulin pump. Customer other relevant blood glucose level was 500 mg/dl. Customer was not using auto mode feature on insulin pump. Customer treated high blood glucose treated with bolus and then manual shots. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. Customer also reports basal rates are programmed accurately. The insulin pump will not be returned for analysis.